Event description:
It was reported that the surgery was delayed by 30 minutes after the tip of the drill broke off in the bone. The surgeon was able to remove the tip.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device revealed the tip of the drill has fractured off. The fractured piece was not returned. The device is worn and show significant signs of use. The device was manufactured in 2010. From the analysis conducted during this investigation, it was concluded that the 7.0mm compression screw drill fractured potentially due to ductile overload. An overload fracture can occur if the mechanical loads applied to the compression screw drill exceeded the strength of the material. This is not a single use device; however, drills have a limited lifespan and should be replaced periodically based on use and sharpness. It was unknown if the fracture in the drill was initiated in a prior surgery. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4). The report was the surgery was delayed by "roughly 30 minutes". This is being filed with the assumption that the surgery was delayed more than 30 minutes.

Event description:
It was reported that the surgery was delayed by roughly 30 minutes.